Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin form the reservoir leaked past the o-rings and into the reservoir compartment. The blood glucose reading was 19mmol/l. The mother stated that the customer's last blood glucose was 20mmol/l and they were treating him at the hospital. No further information was provided.